Event description:
It was reported that the patient became lethargic. During a device check it was found that the right ventricular (rv) lead had high threshold, intermittent capture, high impedance, and oversensing. A new rv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range. Automatic lead diagnostics shows high ventricular lead open circuit pace counts and impedance greater than 2500 ohms in (B)(4) 2014. Ventricular lead warning with polarity switch occurred on 2014 (B)(4). Analysis of the device memory indicated pacing capture threshold in the rv was intermittent. Ventricular capture management trend shows in (B)(4) 2014 maximum amplitude rise from baseline of two volts to variable between 2 volts and five volts. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter (sic). Automatic lead diagnostics shows non-physiological sensing detected on the ventricular channel. (B)(4).